Manufacturer narrative:
The patient initially presented to (B)(6) mc while travelling and the initial reporter is vad coordinator (B)(6). The patient was discharged and returned immediately to their implanting center (B)(6) for treatment. These admissions are: a portion of the percutaneous lead was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room at (B)(6) medical center while travelling with complaints of pump stops while connected to the mobile power unit (mpu). Pump stoppage occurred when the patient connected to a grounded patient cable. The healthcare professional connected the patient to an ungrounded patient cable to download log files and there was no recurrence of alarms or pump stops. Log file review confirmed the pump stops while attached to the mpu and a grounded patient cable on power module. There were high motor currents seen during some of these pump stops. It was recommended that the patient stay connected only to an ungrounded cable or batteries since they had not had any issues since being connected to the ungrounded cable. This type of behavior can indicate a potential issue with the percutaneous lead. The patient was only symptomatic with the speed drops when connected to grounded cable and otherwise was stable on batteries. Percutaneous lead x-rays submitted on (B)(6) 2019 were unremarkable. The patient was discharged from (B)(6) mc and instructed to remain on battery power on the drive home. The patient was to go directly to the emergency room at their implanting center, (B)(6), once arriving home in (B)(6). On (B)(6) 2019, technical services arrived onsite at (B)(6) for a driveline evaluation/repair. Tech services performed a percutaneous lead repair approximately 3 inches from the exit site. After the repair, patient was tethered on a grounded patient cable without issue. On (B)(6) 2019, an unshielded patient cable was requested for the patient.

Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit and power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2019. Approximately 19¿ of the external portion/distal end of the driveline was returned. Additional segments of each wire were also returned ¿ approximately 2¿ of the green wire, 0.75¿ of the yellow wire, 1.75¿ of the black wire, 2¿ of the brown wire, 2¿ of the orange wire, and 1.25¿ of the red wire. These segments were examined under a microscope and no wire insulation breakdown was observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including low flow hazard and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.